Event description:
It was reported that during an unknown procedure, the device partially fired. It did not form staples on the distal end of the reload. No additional information was available. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4).